Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported a primary left knee (B)(6) 2018. Patient reports clicking and pain since 2019. Patient also reported "bowing" of leg and requires a revision. Patient would like to know if implants are subject to a recall.